Manufacturer narrative:
Concomitant medical devices: sheath (destination, terumo), guide wire (cruise), guide wire (14, command), unknown balloon catheter, indeflator: goodman. Telephone number is: (B)(6). Please note that the device in this report is not sold in the u.s., however, it is similar to other cordis pta balloon catheters with the pro code, lit. The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 4mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm) after it was inserted and reached the lesion without resistance. Therefore, the device was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The 70% occluded lesion in the superficial femoral artery was mildly calcified with mild vessel tortuosity. A contralateral approach was made using a non-cordis sheath and a non-cordis guidewire. There was no difficulty removing the product from the tray. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A non-cordis inflation device was used and the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 6 atm. The balloon was removed intact from the patient and was easily removed. Additional procedural and patient details were requested but were not available. The device will be returned for analysis. Another non-cordis guidewire was also used during the procedure.

Manufacturer narrative:
A 4mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four atmospheres (atm) after it was inserted and reached the lesion without resistance. Therefore, the device was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The 70% occluded lesion in the superficial femoral artery was mildly calcified with mild vessel tortuosity. A contralateral approach was made using a non-cordis sheath and a non-cordis guidewire. There was no difficulty removing the product from the tray. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A non-cordis inflation device was used and the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was six atm. Another non-cordis guidewire was also used during the procedure. The balloon was removed intact from the patient and was easily removed. Additional procedural and patient details were requested but were not available. One product was returned for analysis. A non-sterile saber rx 4mm 4cm 155 catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated. Per visual analysis, no anomalies were observed in the returned device. Per microscopic analysis, the unit was inspected under vision system and no anomalies observed. Per functional analysis, leak testing was performed. Water was applied to the catheter and the balloon successfully inflated. No anomalies found. A product history record (phr) review of lot 17716016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was not confirmed through analysis of the returned device. Functional analysis was performed, and the balloon successfully inflated with no rupture or anomalies noted on the balloon. The exact cause of the event reported could not be determined during analysis. The device performed as intended by successful inflation; therefore, it is likely that procedural factors and handling of the device, contributed to the event reported by the customer. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.